Manufacturer narrative:
The device was received for evaluation. Visual inspection by the naked eye did not identify any abnormalities that could have contributed to the reported condition. A leakage test of dialysate side was performed and a cracked in the welding zone was found. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h dialyzer, an external dialysate leak from the header and housing of the dialyzer was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.